Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
At the end of the procedure, the check flow valve separated from the sheath. It just pulled away and unglued. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event evaluation: the complaint product was returned in a used and damaged condition. A visual examination along with a review of instructions for use (IFU), complaint history, quality control, drawings and manufacturing instructions was conducted during the investigation. Upon visual inspection of the returned complaint device, the flare appeared to have some wrinkling from being pulled from the cap. The flare size was checked using a go/no-go gauge and appeared to be of adequate size. There is a kink in the sheath approximately 24.5 cm from the distal tip. The cap was pin gauged; which confirmed it was within specification. There is no evidence to indicate the product was not manufactured according to specifications. The IFU lists instructions for removal of the sheath, which includes, "insert the introducer dilator over the wire into the sheath. Withdraw the sheath and dilator as a unit." Based on the evaluation of the returned sheath, it is likely that the sheath experienced forces beyond it's intended design. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. A health risk assessment was used to assess the risk of fitting separation on flexor sheaths. The risk was identified as low; therefore, no risk mitigation activities are necessary at this time.

Event description:
At the end of the procedure, the check flo valve separated from the sheath. It just pulled away and became unglued. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.